Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported occlusion with alaris tubing. Additional information: delay in compounding process, this short tubing set with the texium access would not let the technician push any drug through and they had to get a new IV bag and tubing set to finish the prep. No patient impacts.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.